Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The inserter shows strike marks on the handle and also on the frame. The threaded shaft is broken near the tip of the drill point but has enough material to remain in the inserter. DHR was reviewed and no discrepancies were found. This a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the inserter was unable to be removed from the shell.